Manufacturer narrative:
The technician found the brake caster supports are cracked. The technician replaced the brake caster supports to resolve the issue.

Event description:
The technician alleged the brakes would not hold and it was difficult to move the bed. No patient impact.